Event description:
It was reported, the pt experienced a loss of therapy due to her scs system auto-reducing following a car accident on (B)(6) 2014. An sjm rep met with the pt and performed a system diagnostics which revealed all of the pt's scs lead (s) contacts were invalid. X-rays obtained did not show a disconnect or visible fracture. Surgical intervention is planned for a later date to address the issue. The pt has two model 3186 leads from the same lot.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.